Event description:
It was reported that during a biopsy, after the customer took the first images, when the arm went to swing to do the second image the entire stage moved with it. The needle was in the patient breast, but no injury was reported. A field engineer was dispatched to the site. It was determined that the stage arm motor needed to be replaced, and the pin, and detent needed to be cleaned. Once this was completed, the system was working as intended.